Manufacturer narrative:
Date of birth: unknown. The patient¿s age and awareness date were used to determine a placeholder date. Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20066548, medical device expiration date: 2023-06-18, device manufacture date: 2020-06-17. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that there was blood backing up in the PICC line tubing and a bubble of air in the line coming past the t-connector site roughly 3 inches could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011 lot number 20066548 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that blood backed into the PICC line from the as lvp 20d. Additionally, air bubbles were seen in the line "3 inches" away from the patient. These events occurred in lot 20066548 and an unspecified lot. The following information was provided by the initial reporter: "this patient has had blood backing up the PICC line tubing. It happened twice during the shift and the blood would go back down into the infant. There is a history of the blood backing up the past week all the way up to the filter that multiple lines had to be changed. I was being very cautious as to watch whether or not blood was backing up as most of the occurrences happened while infant was being held or fed. When I picked up the infant, I looked down at the line and there was no back up of blood during this time, but noticed a bubble of air m the line coming past the t-connector site roughly 3 inches away from getting into the baby. The air somehow bypassed filter and neutron hubs."